Event description:
It was reported that kit grp a strep 30 test veritor patient specimen tested negative but pcr later confirmed patient sample was truly positive for strep and had a delay in medication. The following information was provided by the initial reporter: false negative patients, the antibiotic medication was provided after pcr confirmed that the patient result was actually positive for strep (delay in medication).

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false negative results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 2266781. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer got six results (3 positive and 3 negative) with veritor plus analyzer. After the pcr test had performed and confirmed that they have received 3 false negative results. As for false negative patients, the antibiotic medication was provided after pcr confirmed that the patient result was actually positive for strep (delay in medication) but no adverse impact was reported due to the treatment. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Quality did not receive samples and therefore, sample analysis could not occur, photographs were returned for analysis and complaint cannot be confirmed for false negative result. Based on the available information the reported issue was unable to confirmed. The root cause could not be identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Date of event: date of event is unknown. The date received by manufacturer has been used for this field. Manufacturer name, city and state common device name: antigens, all groups, streptococcus spp. Initial reporter e-mail: (B)(6). Device evaluated by MFR a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that kit grp a strep 30 test veritor patient specimen tested negative but pcr later confirmed patient sample was truly positive for strep and had a delay in medication. The following information was provided by the initial reporter: false negative patients, the antibiotic medication was provided after pcr confirmed that the patient result was actually positive for strep (delay in medication).